Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, basic occlusion and displacement test. Unable to prime unit during prime or a33 test due to faulty fsr (gold). Unable perform occlusion test or excessive no delivery test due to prime anomaly. No rewind anomalies noted. The motor was tested outside the device and passed. No unexpected battery alarms including failed battery test alarms were noted. Unit received with broken off piece at the battery tube threads. Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched display window and case. Unit received with missing end cap sticker. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was chipped at the battery casing. Customer stated that the insulin pump had rejected batteries and insulin pump was slow to rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.